Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: during investigation, the original keypad complaint was unable to be duplicated. The keypad was intact and there was no evidence of peeling or damage and all the keys were responsive. The keypad was removed and there was no evidence of contamination found on the key contacts. Unrelated to the original complaint, it was noted that when the pump was powered on, the display appeared to be dim and discolored. The battery compartment was observed to be cracked below the bumper pad. There was a crack found in the case near the upper right corner of the display there was a crack found in the case near the upper right corner of the display and the top of the battery cap was damaged. Additionally, there was evidence of moisture corrosion near the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.